Event description:
This complaint is from a literature source. The following literature cite has been reviewed: elshahhat a, abed y, nour k. Lunate-capitate arthrodesis for scaphoid nonunion: a comparative study. Bmc musculoskelet disord. 2024 aug 20;25(1):653. Doi: 10.1186/s12891-024-07755-w. Pmid: 39164674; pmcid: pmc11334583. Objective/methods/study data: the objective of this retrospective study is to provide valuable insights into the effectiveness of both fusion procedures in the management of snac ii and iii wrist injuries, with a focus on reporting associated complications, functional and radiological outcomes. Between 2015 and 2024, a total of 65 patients were included in the study. Divided into two groups: lcf-group (n=31). 27 males and 4 females. The mean age of 31.5±5.3 years. 4cf-group (n=34). 32 males and 2 females. With the mean age of 35.6±9.5 years. The device used for all patients was 3 mm-headless compression screw (hcs) (synthes®). Minimum of 2 years follow-up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 3 mm-headless compression screw (hcs). Adverse event(s) and provided interventions possibly associated with unk - 3 mm headless compression screws (qty 12). Four patients from the 4cf-group and another from the lcf-group developed complex regional pain syndrome; intervention: all received conservative treatment and improved clinically. Two patients- one from each fusion group- experienced ulnar-side wrist pain, and both declined further care. Three cases (one after lcf, and the other two following 4cf) had nonunion of fusion site was noted; this patient complained of radial side wrist pain that worsens with ulnar deviation and wrist flexion; intervention: wrist fusion had been performed. Three patient demonstrated ulnar translocation of carpus on final radiographs; intervention: not provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (B)(4) is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.